Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that does not turn ¿ jammed motor, cracked cable. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was corroded and does not run. Further, there was a cut in the cable and the values of the keypad were out of range. The motor, motor cable and hand control set were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick and not turn. Further, user mishandling might be the most probable root cause for the cut in the cable. However, with the available information, we cannot determine the root cause for the keypad values out of range. The corroded motor, damaged cable and defective keypad hand control set would have caused the customer to experience the reported problem. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 03/04/2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that during an unknown surgery on an unknown date, it was observed that the handpiece device did not turn, had a jammed motor and a cracked cable. During in-house engineering evaluation, it was determined that motor was corroded and did not run. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.